Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the device, when forceps were inserted and removed from the devices. When forceps were removed from the device the valve did not return to the original position for a while. The device was used as-is to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---yes. A forceps was any torque being applied to the trocar or device? ---no information. The analysis results found that the device (a) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that devices (b and c) were returned in good condition. Upon evaluation of the devices, the duckbill was found to be slightly open at slit in each. A leak test was performed and each device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch records review was performed and no anomalies were found during the manufacturing process. Device b and c additional information: batch # h9116e expiration date: 05/2016 manufacturing date: 04/2011 leak failure (B)(4).